Event description:
The surgeon implanted a cc4204bf collamer plate lens but it broke ejecting from the cartridge. The incision was enlarged to remove the lens but sutures were not required. The nurse stated it was unk as to why the lens broke. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.